Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b1 - adverse event b2 - required intervention to prevent permanent impairment/damage b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.00/1.5/102 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Reportedly, "everything is good and patient happy after exchanging the lens." D6b - (B)(6)2020 h6 - health effect reported as 2199 - update to 4629 claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.00/1.5/102 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Reportedly, "everything is good but not comfortable to keep the lens while vault is low." If additional information is received a supplemental medwatch report will be submitted